Manufacturer narrative:
Device remains implanted.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2018 due to an unspecified reason. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.